Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. Concern was noted the implantable pulse generator (ipg) "wasn't working". Only "occasional" and not regular spikes were noted on telemetry. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.